Manufacturer narrative:
(B)(4).

Event description:
The customer stated that upon removal of catheter from tunneler the blue flex tip came off. The user simply cut the catheter after and placed it. Customer was tunneling a 5.5 fr arrow guard advanced PICC and the tip of the catheter pulled off with the tunnler.

Event description:
The customer stated that upon removal of catheter from tunneler the blue flex tip came off. The user simply cut the catheter after and placed it. Customer was tunneling a 5.5 fr arrow guard advanced PICC and the tip of the catheter pulled off with the tunnler.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.